Manufacturer narrative:
Zoll has not yet received the product for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed aa system error, out of service, revert to manual CPR message during shift check. No patient was involved with this event. No further information was provided.